Event description:
The iab was inserted into the pt on 10/14/98. On 10/16/98 the cardiologist was informed that two or three drops of pink moisture were in the catheter. The system pump was working well. The dr was unable to remove the iab because the pt developed a thrombous. A vascular bridge was put in the right limb to avoid ischemia. After that, the pt went on to expire on 10/16/98. The iab will be not be released to datascope for eval at this time. (Event complications: the pt had a thrombus/pt. Expired-) reported 11/2/98. (Pt's current status: expired-reported 11/2/98.).